Event description:
Per complaint (B)(4), a patient underwent immediate placement of a dental implant. Primary stability was excellent, but the patient experienced paresthesia until the next day. The implant was removed the day after placement as a result of the patient's condition.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated d10 for device return date, for analysis awareness date, and g7 for report type and follow-up number. Updated for follow-up type, for device evaluation status, and h6 for method, result and conclusion codes.